Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds that had increased since implant. Reprogramming was initially performed, and subsequently the lead was explanted and replaced. No patient complications have been reported as a result of this event.